Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside the syringe. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown (1 of 2) it was reported that there was grease like material in syringes. ¿ caller reported there was a grease like material in the syringe that moved whenever they pushed the plunger on the syringe down. Customer also stated they noticed 2 other syringes that may have been dirty as well starting on 04/14/2020. Customer did not remember which lot# the other 2 syringes had come from and had also thrown away those syringes. The lot # is only related to the syringe which had the greasy residue from today 04/20/2020. ¿ number of occurrences - 3 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: the event description has been updated with a new number of occurrences.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: a lot number could not be confirmed for this incident and without this information we are unable to determine the 510(k)#. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside the syringe. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown. It was reported that there was grease like material in syringes. Caller reported there was a grease like material in the syringe that moved whenever they pushed the plunger on the syringe down. Customer also stated they noticed 2 other syringes that may have been dirty as well starting on (B)(6) 2020. Customer did not remember which lot# the other 2 syringes had come from and had also thrown away those syringes. The lot # is only related to the syringe which had the greasy residue from today (B)(6) 2020. Number of occurrences: 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.